Manufacturer narrative:
(B)(4). Evaluation summary: report of "holes in the leaflets" was confirmed. Leaflet 1 had a non-transmural leaflet damages which measured approximately 1mm x 2mm(a), and a leaflet perforation which measured 1.5mm x 2.5mm(b). As received, sutures did not remain attached on the sewing ring. X-ray demonstrated wireform intact. The wireform was exposed on commissures 2 and 3. Additional manufacturer narrative: customer report of severe aortic regurgitation could not be confirmed through visual observations. The perforation and leaflet damage was beveled at the outflow aspect and had similar characteristics to those caused by suture tail abrasion. In this case, this device required explant after 11 months due to regurgitation. Based on the available information manufacturing defect was not confirmed. The root cause was likely due to procedural related factors at implant. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25mm pericardial aortic valve underwent a valve replacement procedure after an implant duration of 11 months due to severe aortic regurgitation and "holes in the leaflets". The explanted valve was replaced with a 23mm non-edwards surgical valve. Per the medical records, the edwards valve was removed. It appeared that the cor-knots had eroded two holes in the tissue valve. The annulus was resized and a 23mm non-edwards valve was implanted without any incident. It was also noted that the patient had a left ventricular outflow tract (lvot) pseudoaneurysm/perforation. This was closed with a combination of pledgeted sutures up through the anterior leaflet of the mitral valve and then a patch repair with a pericardium patch. CABG x1 was also performed. Post operatively, the patient had a brief episode of atrial fibrillation and was started on pradaxa for history of atrial fibrillation. The patient was discharged home on pod #5 in satisfactory condition.